Event description:
Viral transport inner swab package has an expiration date that does not match outer package that is sealed inside of. Unclear which expiration date to adhere to. Inner swab expiration [redacted date], outer package expiration date [redacted date]. Unviersal viral transport for viruses, chlamydiae, mycroplasmas, and ureaplasmas mfg bd, mfg item number h192(12), hgt076a, r220529. The swab on the right has an expiration date of [redacted date]. Notified bd, [redacted date] responded to bd inquiry under bd case number: (B)(4). Manufacturer response for viral transport swab, unviersal viral transport for viruses, chlamydiae, mycroplasmas, and ureaplasmas (per site reporter). [Redacted date] responded to bd inquiry under bd case number: (B)(4).